Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that about a year ago they had the interstim put in and it was working wonderful and doing what it was supposed to do. Patient stated that they were in a car accident, where they were hit at the side, and after that had an infection. Patient stated that the device was then explanted and wanted to know if it was possible to have an infection after an event like that. Patient noted that an infection was confirmed. Patient stated that they had already spoken to their managing doctor, and was told by the doctor that they do not get involved with that. Patient also stated that they might have their lawyer call medtronic on their behalf, and that the patient was planning on getting a new device put in. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's accident and infection took place in (B)(6)2015. It was reported that the infection was resolved and it was explanted (B)(4)2016. No further information reported.